Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safety-lok¿ 5ml syringe had two labels on each package. One states ¿latex free¿ while the other doesn¿t. This was observed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
Results: bd received (25) twenty five packaged 5ml safety lok syringes, some appeared opened by customer. The samples were confirmed to be from batch #1203588. The samples were visually evaluated. Note: this batch has expired. The syringes were found to have an over label attached to the top web on one side. The label does not have the ¿latex free¿ statement that the original top web has. Regarding the graphics on the original top web ¿ the product was inspected, accepted and released with the original top web graphics. All information included in the original top web was accurate and correct at the time the product was released to market. The over labeling did not affect the accuracy of the original information. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion: bd was able to confirm the customer's indicated failure, however it was not a defect. Correction: lot # : 1203588. Device manufacture date: 09/02/2011.